Manufacturer narrative:
Investigation was not performed because the customer did not return the device. The initial determination by following the company procedures was that this complaint did not constitute an MDR reportable event. This MDR is filed retrospectively as a corrective action to address one of the FDA inspection observation made on 08/11/2016. Zyno medical submitted an e-MDR (3006575795-2016-00030 (B)(4)) on 09/02/2016 through the FDA's website and received the receipt. But due to some technical difficulties and confusion, the file didn't pass with all three acknowledgements. This is a re-submission regarding the same event. Not returned to manufacturer.

Event description:
The customer reported that "the pump did not alert the nurse that there was air in the line." The customer called on (B)(6) 2016 to say "we no longer have the air-in-line issue and will not return the pump".